Event description:
Stentor's medical image archiving and communications software automatically detected a possible duplicate suid at hospital. The software immediately automatically notified stentor of the possible duplicate. Pursuant to stentor's standard process, a notification of the possible duplicate was sent within 90 minutes to the user site for verification. The user site confirmed that the duplicate detection was positive and that the user site had determined that four studies had merged into a single patient file. The file identification error was corrected at the user site prior to the error impacting any patient's care.